Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(6) 2011 with the following findings: the keypad buttons were found to be intermittently responding to presses. The keypad was removed and adhesive was observed under the button contacts. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
The patient reported that the up and down arrow buttons were hard to press and required several presses to respond. The patient confirmed that the pump was not peeling or cracked. The patient reportedly wore the pump attached to a belt and did not clean the pump.